Event description:
Device 1 of 2. Ref MFR report # 1627487-2012-00600. During a lead implant procedure, it was reported the physician ((B)(6)) experienced difficulty connecting the new lead to the existing ipg. Further interrogation found that a portion of a surgical lead which had previously been explanted due to infection remained in the ipg header. As such, the pt's ipg was replaced. The reported allegation was confirmed following the MFR's analysis of the ipg in question.

Manufacturer narrative:
Results: the complaint for "lead terminal broke off in header" was confirmed. As returned, a terminal end electrode remained in the lower header port. The electrode was manually removed. A lab lead was successfully inserted and retracted from each port of the header without issues note. A lead pull test weight was used to check for lead retention in each header port. A lab lead was inserted into each port with the 2.2 lb weight attached and tightened with a calibrated torque wrench and suspended for 30 seconds in each port. No slippage or lead pull out was observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.